Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2007. (B)(4) submitted for adverse event which occurred on (B)(6) 2007. (B)(4) submitted for adverse event which occurred on (B)(6) 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2007 during which the surgeon noted extensive adhesions of omentum to the abdominal wall, adhesions in the pelvis and adhesions of the colon to the abdominal wall. It was reported that the patient underwent revision surgery on (B)(6) 2007 during which the surgeon noted adhesions to the midline from the area of the umbilicus down towards the pelvis and adhesions to the anterior abdominal wall. He performed adhesiolysis. It was reported that the patient underwent revision surgery on (B)(6) 2008 during which the surgeon noted adhesions attached directly to the mesh and the gall bladder. He noted that the mesh itself was the point of the pain. He performed adhesiolysis. It was reported that the patient experienced chronic abdominal pain, severe adhesions and multiple adhesiolysis surgeries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/11/2021.